Event description:
Patient representative reported right side "emotional distress, accumulation of foreign and adulterated silicone particles in body, past and future medical expenses, physical pain and suffering from explantation." Patient representative additionally reported "scarring and disfigurement" deemed not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, pain, anxiety-product/procedure, varied injuries-ndr.